Event description:
It was reported that immediately after cementing with cement gun, blood pressure dropped. At 3:42 p.m., the pt expired.

Manufacturer narrative:
The evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.